Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product investigation indicates that the allegation was confirmed. The returned communicator cellular adapter was unable to be utilized by a functional communicator. No light emitting diode (led) light was present indicating the device was not properly able to utilize the supplied power from the communicator and a hardware anomaly exists within the cellular adapter.

Event description:
It was reported that the communicator showed a yellow sending wave and the communicator cellular adapter was hot to touch. The communicator cellular adapter also showed no lights. The communicator cellular adapter was returned. No adverse patient effects were reported. Additional information from product investigation indicates that the allegation was confirmed. The returned communicator cellular adapter was unable to be utilized by a functional communicator. No light emitting diode (led) light was present indicating the device was not properly able to utilize the supplied power from the communicator and a hardware anomaly exists within the cellular adapter.

Event description:
It was reported that the there were no lights on cell adapter and was hot to touch. No adverse patient effects reported.